Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the breast area of the garment described as red skin. The patient consulted her nurse who applied ointment on the skin. Follow-up indicated that the rash was improved.